Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 6.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.